Event description:
The consumer reported a total beta-hcg result of 3.26 mlu/ml was obtained for a level 1 quality control sample versus an expected mean value of 5.0 mlu/ml. There was no report of pt harm as a result of this event.